Event description:
As reported, on (B)(6) 2025 during a breast augmentation procedure the patient was implanted with galaflex implant. Reportedly, one (1) mesh was divided into two (2) and implanted bilaterally in the patient. Post one (1) year of implantation the patient had discomfort, pulling sensations bilaterally from the bottom of her breasts, feeling like her implants are 'stuck' in her mesh that hasn't dissolved in a year's time, irritating sensation making patient want to "crawl out of her skin". It was also reported that, the affected side is bilaterally, more pronounced on the right. For the post-operative complications a revision surgery has been scheduled on (B)(6) 2026. As per the clinical findings, the patient has grade one (1) ptosis and the mesh is folded in the right breast. Patient has been advised to get a mammogram prior to her upcoming surgery.

Manufacturer narrative:
As reported, post implantation of galaflex, the patient had discomfort, grade one (1) ptosis in the right beast, pulling sensations bilaterally from the bottom of her breasts, feeling like her implants are 'stuck' in her mesh that hasn't dissolved in a year's time and irritating sensation. For the post-operative complications a revision surgery has been scheduled. Based on the information provided the degree to which the galaflex implant used to treat the patient, may have caused or contributed to the patient's postoperative course is unknown. A review of manufacturing records was conducted and shows the product was manufactured to specification. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6)2025 during a breast augmentation procedure the patient was was implanted with galaflex implant. Reportedly, one (1) mesh was divided into two (2) and implanted bilaterally in the patient. Post one (1) year of implantation the patient had discomfort, pulling sensations bilaterally from the bottom of her breasts, feeling like her implants are 'stuck' in her mesh that hasn't dissolved in a years time, irritating sensation making patient want to "crawl out of her skin". It was also reported that, the affected side is bilaterally, more pronounced on the right. For the post-operative complications a revision surgery has been scheduled on (B)(6)2026. As per the clinical findings, the patient has grade one (1) ptosis and the mesh is folded in the right breast. Patient has been advised to get a mammogram prior to her upcoming surgery.

Manufacturer narrative:
As reported, post implantation of galaflex, the patient had discomfort, grade one (1) ptosis in the right beast, pulling sensations bilaterally from the bottom of her breasts, feeling like her implants are 'stuck' in her mesh that hasn't dissolved in a year's time and irritating sensation. For the post-operative complications a revision surgery has been scheduled. Based on the information provided the degree to which the galaflex implant used to treat the patient, may have caused, or contributed to the patient's postoperative course is unknown. A review of manufacturing records was conducted and shows the product was manufactured to specification. Addendum: h11: this is an addendum to the initial MDR submitted to correct the product unique identifier (UDI). Updated fields: b4, g3, g6, h2, h10, h11 corrected field: d4 (unique identifier (UDI)#) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.